Event description:
Info received indicates the left siderail could not be latched.

Manufacturer narrative:
The tech found that the siderail end tubes were bent and the ratchet rivets were missing. The tech replaced the bent end tubes and missing rachet rivets to repair the stretcher.